Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the multitouch advanced display driver (madd) board due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The madd board was analyzed and error 319 was confirmed but could not be replicated. Lighthouse was reviewed and showed error 319 on pdct_ID triggered in the field. Fiber error codes of 31299 and 31226 were also reviewed, however no corresponding errors were found in the errors log. Unit was returned in physical good condition. Madd unit was installed into golden system, programmed and system started up with no error. The madd board passed 10 power cycles and system was left idle overnight with no error. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that repeated non-recoverable error 319 occurred. The customer had attempted to resolve the issue by power cycling the system, but the issue reoccurred. System logs confirmed the errors reported by the pdct (madd) on the robot. The customer reported event has no report of patient injury.